Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. There was no impact to the customer's blood glucose level. The luer lock was disconnected and the tubing at the end of the cartridge was primed and insulin was observed exiting the cartridge tubing. The luer lock was reconnected and the infusion set tubing was primed and insulin was observed.